Event description:
It is reported that the surgeon was unable to assemble the cup and liner. As a result, devices of a different size were assembled and implanted.

Manufacturer narrative:
Evaluation summary: the multipolar bipolar cup surgical technique and packaging insert states "prior to placing the metal shell over the polyethylene liner, ensure the metal retaining ring freely rotates by moving the metal tabs. If the ring does not move, inspect it for damage. Do not use a metal shell that has a damaged locking ring. If the locking ring isn't damaged but won't rotate freely, rotate the remaining ring into the correct position with both tabs positioned approx 2.5 mm apart in the slot window." After reviewing the device history records they were found to be conforming to requirements at the time of manufacture. It was found during the product review that one of the retaining ring tabs was wedged in the retaining ring groove not allowing the liner to assemble into the shell. As to how the retaining ring tab had gotten wedged in the groove is not known. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive info be received, the complaint will be reopened.